Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported two weeks following lasik treatment a patient presented with epithelial folds, thought to be striae in the right eye. A flap lift and rinse was performed the same day and no striae was present, just epithelial folds. The epithelium was debrided and a contact lens was placed on the eye. The patient continued his topical steroid drops as directed. The patient reported blurred vision in the right eye and was not adapting well to the monovision. The patient reported no pain or discomfort. In a follow up with the optometrist, she indicated the event resolved on (B)(6) 2014. The patient was beginning to adapt to the monovision with the right eye set for near. In the optometrist's opinion, she did not think the event was related to the excimer laser. The blurry vision was due to the epithelial folds.